Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 40 mg/dl. Customer stated that the excessive insulin caused low blood glucose level. Customer stated that there was big crack on the back of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. No over delivery anomaly noted during testing. The device was received with the case cracked behind device near the battery compartment and cracked battery tube threads. (B)(4).